Manufacturer narrative:
The unit is estimated to be approx 15 years old. The generator was tested and found to operate within specification. The pt return pad reported to have been used during the subject procedure was from an expired lot (lot 0501051, expired in jan 2007). The expiration date is related to the effectivity of the adhesive. Good pad adhesion to the pt is necessary to ensure conductivity and prevent pt injury.

Event description:
During an electrosurgical procedure, the pt noticed a tingling at the return pad site. A burn was noted and treated without further incident.